Manufacturer narrative:
Arjo was notified about an event with involvement of the carevo shower trolley. It was reported that a patient slid off between side supports and fell out of the trolley. The patient sustained an injury, but no description was provided. No hospitalization was required and the additional details were not made available to date. The device was removed from service and evaluated by the arjo representative. According to the results of inspection, no fault that could have contributed to the incident was found. Carevo instructions for use in section related to resident assessment includes the following information relevant for the reported event: ¿the product is intended mainly for patients who are passive and totally dependent. To remain in a safe laying position on the carevo, the patient must have limited physical capacity to move or be able to understand and respond to instructions to remain in such a position. If the patient does not meet this description, an alternative equipment/system shall be used.¿ the IFU provides information regarding correct patient positioning in lying position (together with supporting illustrations): ¿to make sure that the patient cannot slip out through the side support, make sure that the mattress sides are up and not folded underneath the patient.¿ ¿position the patient in the carevo with the patient¿s head towards the head end and feet towards the foot end. Make sure the patient¿s hips are centrally positioned over the flexi zone.¿ ¿to avoid the patient from falling out of the device make sure that all side supports are in locked position.¿ based on the information collected it was not possible to establish what was the sequence of events and what were the circumstances of the reported fall occurrence. Moreover, no malfunction of the device that could have contributed to the event was detected. In conclusion, the device was used for patient handling at the time of incident occurrence and in that way contributed to the event. No malfunction that could have contributed to the event was detected upon the evaluation. The complaint was decided to be reported to the competent authorities due to indication of a patient fall, which resulted in an injury of an unknown severity.

Manufacturer narrative:
The device was removed from service and evaluated by the arjo representative. According to the results of inspection, no fault that could have contributed to the incident was found.

Event description:
Arjo was notified about an event with involvement of the carevo shower trolley. It was reported that a patient slid off between side supports and fell out of the trolley. The patient sustained an injury, but no description was provided. No hospitalization was required, but the additional details were not made available to date.